Event description:
Customer reported erroneous differential test results were obtained when using a coulter lh 750 hematology analyzer. Test results were determined to be erroneous when compared to a manual blood smear differential that contained blast cells. The automated differential did not have instrument generated flags. Erroneous test results were not released outside the laboratory. No reports of death or serious injury and no affect to patient treatment as a result of this event. This event represents event 1 of 6 events reported by this customer for samples tested over separate days with two different analyzers.

Manufacturer narrative:
The customer holds flagged samples for reviewing the smear and auto-verifies those samples without suspect messages. The instrument was performing within quality control (qc) specifications. Flagging preferences were set to '1101' (low level for blast, variant lymph, and imm ne 2; imm ne 1 is set to off). The customer has since increased all instruments' sensitivity to higher levels. No details of the settings were provided. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. On (B)(4) 2008, the field service engineer evaluated the analyzer and performed instrument optimization. Raw data analysis indicated the low white blood cell (wbc) count associated with this sample may contribute to the lack of flagging by the software algorithm. The root cause for the erroneous differentials and lack of flagging is unknown. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00877, MDR 1061932-2011-00878, MDR 1061932-2011-00879, MDR 1061932-2011-00880, MDR 1061932-2011-00881.